Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a programmed propofol infusion and was not infusing. The pharmacist considered several things as follows: maybe the volume for the pediatric patient was too small around 1ml. They did use the pediatric tubing connector or maybe a piece of the stopper on the propofol bottle broke off and clogged the line. The event happened during patient infusion at the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.